Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture tore while fixating the graft femorally. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-1588rt-2j batch 15424074 was received for evaluation. Visual inspection revealed that the suture system was broken. Pieces of the sutures were returned for evaluation. Fraying and stiffness on the sutures were noted as a clear indication of excessive force. Functional testing cannot be performed as the device was damaged. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure.